Manufacturer narrative:
Product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product typ lead. (B)(4). The actual event dates were not provided. This date is based on the date of publication of the article. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events.

Event description:
Literature: bakay, r. A. E., vannemreddy, p. S. S. V. Deep brain stimulation and hemorrhage. J neurosurg. 2012; (116)929-930. Summary: literature review of zrinzo l, foltynie t, limousin p, et al: reducing hemorrhagic complications in functional neurosurgery: a large case series and systematic literature review. Clinical article. J neurosurg 116:84-94, january 2012. Authors reported lack of standardized data concerning microelectrode recordings (mer); additional hemorrhages need to be added to the overall analysis when distinguishing between lesion and nonlesion therapies. Authors revised over a dozen image-guided dbs leads placed by others to adjust the learning curve with or without mer. The impression given is that mer may cause an increase in hemorrhage rate but may not be significant. The deciding factor on whether or not a surgeon should use mer is based on how "expert" they are at using the tools. That way, stronger, more conclusive evidence can be made on the long term effects on patients. Reported event: information was reviewed from 432 patients undergoing dbs treatment and a total intracranial hemorrhage rate of 2.5% was found with a permanent deficit rate of 0.2%. Further information has been requested; a supplemental report will be submitted if additional information is received.